Event description:
Pt underwent a left hip replacement on 12/2/92. She now presents with increasing pain in the left hip requiring revision of left total hip. She was admitted to the hosp and underwent surgery on 2/24/99 for a failed total hip arthroplasty. At time of surgery, there was found to be extensive reactive granulation type tissue around the posterior aspect of the proximal femur. The cheesy-like granulation type tissue was curetted out of this area of the femur. The bone shell was primarily intact around this area. There did not appear to be any gross infection but rather a foreign body type material reaction from the polyethylene wear. The polyethylene hylamer acetabular component was removed. Eccentric wear was noted in this component. The femoral component was found to be stable as was the acetabular component.